Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room with episodes of post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. Oversensing was noted on a stored egm. Programming changes were made. Low r-waves were noted on the rv lead. Later, during the lead revision the physician decided to explanted the device and cap the lead. The patient was stable post-procedure.